Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming, bolus history, and insulin concentration were correct. The customer had pizza and may have taken a little extra insulin. Pt also mentioned having a blank display and did not remember when it occurred.